Event description:
Patient seen for the removal of an implanted mediport chest port (single lumen). Operating room reported a successful removal of the port; however, upon additional imaging approximately 2 months later, determined that a residual portion of the port was still in the pocket. Patient later had procedure to have the residual portion of the port removed.